Event description:
On (B)(6) 2025, it was reported that the user had been experiencing recurring issues with the ilet device screen freezing despite a prior firmware update. The user confirmed that the screen had become progressively unresponsive, requiring multiple attempts to select menu options. A crack across the screen was noted, and a replacement device was arranged. Blood glucose was not affected. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.